Manufacturer narrative:
Testing and investigation found, through visual inspection, that the exterior insulation of the patient pendant cable was pulled from the pendant handle which exposed the red, black, & white wires. However, no bare wires were exposed. Further testing found the device did not pass the keypad test by not delivering a dose when the button on the patient pendant was pressed. During the continuity test for the patient pendant cable the continuity was found to be intermittent when the patient pendant was pressed. The probable cause was due to a broken wire in the patient pendant cable. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. The device was returned to the biomedical department with a note stating, "patient presses button and is not working." No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not deliver a dose when the patient pendant was pressed. No additional information was provided.